Manufacturer narrative:
Submit date: 02/20/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no alarm.

Manufacturer narrative:
The unit was triaged and the reported issue was confirmed. The unit was disassembled and it was found that a component was almost completely sheared off of the printed circuit board. The printed circuit board was removed as a result. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.